Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment/slda appears to be related to patient morphology/pathology and likely due to the calcified valve. The reported tissue damage appears to be a result of procedural conditions and likely related to the slda; the reported unchanged mr and arrhythmia were secondary effects of the ruptured leaflet/slda clip. The reported patient effects of worsening mr, mitral valve injury (tissue damage) and arrhythmias, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is being filed for the clip detaching from one leaflet and remaining attached to the other leaflet, suspected tissue damage and cardiac dysrhythmia. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 2. Ten minutes post implantation the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr returned to 4. A posterior leaflet tear was suspected. After the slda occurred, as the clip was now only attached to the anterior leaflet; the clip hit the septum and the patient experienced cardiac dysrhythmia. Cardiac dysrhythmia resolved. Mitral valve replacement was performed following the procedure. The patient is in stable condition. No additional information was provided.